Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device passed visual inspection but failed functional testing as a result of the battery not being able provide power to the controller and not charging as a result of the u2 data flash flag enabled. This is a permanent failure and there is no recovery except replacing the integrated circuit (ic). The confirmed malfunction is related to the reported event. The most likely root cause of the reported event may be attributed to the permanent failure found; the u2 data flash flag was enabled. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the battery had no connection to the battery charger as well as the controller. The battery was exchanged with no reported patient consequences.